Event description:
During an angioplasty procedure, the catheter balloon would not inflate on the first attempt. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications being reported.

Manufacturer narrative:
Block b6 & b7 changed to "unk" several attempts were made to obtain the info to no avail. Block d6 & f9 were made available upon receipt of the sample block f10, device code 1049, was added as a result of the sample eval code 2199-not labeled. Code 1310-labeled. Code 1049-labeled.